Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / serial number asku / model #: 1650de (B)(4). Heartware ventricular assist system - battery / serial number asku / model #: 1650de / expiration date: asku (B)(4). Heartware ventricular assist system - battery / serial number asku / model #: 1650de /(B)(4). Heartware ventricular assist system - battery / serial number asku / model #: 1650de / (B)(4). Heartware ventricular assist system - controller ac adapter controller ac adapter / serial number asku / model #: 1430de / (B)(4). Heartware ventricular assist system - controller ac adapter / serial number asku / model #: 1430de / (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching was observed with the controller, four batteries, and two controller ac adapters. The power switching occurred before the batteries had depleted to less than twenty-five percent charge capacity. The controller, batteries, and controller ac adapters were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported than one additional battery was involved with the reported power switching. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: d1, d4 additional products: battery (B)(4). D4 expiration date: 2017-06-30 d10: yes, return date: 2018-02-26 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-06-30 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery (B)(4). D4 expiration date: 2017-06-30 d10: yes, return date: 2018-02-26 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-06-30 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery (B)(4). D4 expiration date: 2016-09-30 d10: yes, return date: 2018-02-26 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2015-09-30 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery (B)(4). D4 expiration date: 2017-06-30 d10: yes, return date: 2018-02-26 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-06-30 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 controller ac adapter (B)(4). D4 expiration date: 2016-12-01 d10: yes, return date: 2018-02-26 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2015-12-01 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 controller ac adapter (B)(4). D4 expiration date: 2017-01-01 d10: yes, return date: 2018-02-26 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-01-01 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4). D10: yes, return date: 2018-02-26 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-06-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (con302160), five batteries (bat219708, bat219624, bat209033, bat219797, bat219569) and two controller ac adapters (c ac013173, cac015434) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of all returned devices revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller, con302160, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed several power switching events due to momentary disconnections involving bat219708 and bat219569 within the analyzed period. The reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is evaluating momentary disconnections. Additional products: battery bat219708, device evaluated by MFR: yes. FDA method code(s): 10, 4112 FDA results code(s): 3213, FDA conclusion code(s): 12, battery bat219624, device evaluated by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 213, FDA conclusion code(s): 67, battery bat209033,device evaluated by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 213, FDA conclusion code(s): 67, battery bat219797, device evaluated by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 213, FDA conclusion code(s): 67, battery bat219569, device evaluated by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 3213, FDA conclusion code(s): 12, controller ac adapter cac013173, device evaluated by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 213, FDA conclusion code(s): 67, controller ac adapter cac015434, device evaluated by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 213, FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.